Event description:
Caller tested 5.1 inr on the coaguchek xs system while a comparison lab returned as >8.0 inr. Patient's warfarin dosage was held. Patient was hospitalized for one night and is currently doing well. No adverse event due to the device reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).